Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that leakage was observed on the catheter's flush port. A new catheter was used for the procedure. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it has already been disposed by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.